Manufacturer narrative:
The valve was patent and passed siphon testing. The valve met all specifications for pressure-flow and preimplantation testing. The valve did not pass reflux or leakage testing due to a tear on top of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacturer.

Event description:
It was reported that the valve leaked from the delta chamber and was explanted.